Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned /non-emergency treatment. The procedure was completed by moving the patient to another lab. The philips field service engineer (fse) inspect the system onsite and confirmed that the new tsm was not booting. Upon troubleshooting actions, fse checked 24v in m cabinet and found that the tsm was not working. To resolve the issue, fse replaced tsm. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer was unable to enable/disable x-rays on the system. The system was in clinical use and the patient was moved to another room to complete the procedure. There was no reported patient or user harm. A philips field service engineer (fse) replaced the touch screen module (tsm) in the control room and exam room which corrected the issue. The system has been returned to use in good working order.